Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 10.9-11.4cm, 11.6-11.7cm, 12.0-12.1cm, 12.3-12.5cm, 12.7-12.8cm, 13.7-14.6cm, 13.9-14.7cm, 14.9-15.5cm, 30.0-30.6cm, and 37.1-37.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Jude medical crmd reliability laboratory